Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 0f 345 mg/dl. During troubleshooting with tandem technical support, review of the pump data revealed that multiple incomplete bolus alerts were received, because the customer had not completed the requested bolus. During the call, the customer took a correction bolus and bg level came down to 190 mg/dl.